Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d4 for catalog # #lot#, unique identifier (UDI) # and expiration date, d9 for device return date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status, h4 for device manufacture date and h6 method, result and conclusion codes. Device received is different from the part that was indicated on the initial 3500a report. PMA/510(k) number was updated.

Manufacturer narrative:
Patient's sex, weight, event date, other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient identifier, age and implant date is unknown. Explant date is not applicable since product was not removed. Part and lot information is unknown. Device evaluation results are not available. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.